Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the nozzle and plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it was unknown if reprocessing was implemented in line with instructions for use. The section of the device with the foreign material had no deformation. The foreign material could not be identified and the root cause of the remaining foreign material could not be specified. Therefore, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.